Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with insulin pump and low blood glucose. The customer stated calibrations are different and stated it caused her to be in a car accident. The insulin pump showed 74mg/dl and it was 40mg/dl. Customer stated what caused the accident was her low blood glucose. The customer's blood glucose was 40mg/dl. The insulin pump did not alarm to alert customer of low blood glucose. Customer stated she was under 40mg/dl at the time of accident. After troubleshooting, customer did not find anything out of the ordinary. Advised customer to contact doctor regarding low blood glucose. In addition, monitor the insulin pump and call back if issues persist.